Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. The technician pulled the veriflex (mr) us 12mm 5.00 from the packaging and noticed that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. The technician pulled the veriflex (mr) us 12mm 5.00 from the packaging and noticed that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device lot number updated from 13193821 to 12625931. Device expiration date updated from 01/14/2013 to 05/13/2012. Device manufactured date updated from 01/18/2010 to 05/15/2009. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was pulled proximally on the balloon. As a result, the distal edge of the stent was positioned approximately 4mm proximal to the proximal edge of the distal markerband. The stent struts towards the center of the stent were bunched and misaligned. An examination of the delivery catheter found no anomalies. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. The technician pulled the veriflex (mr) us 12mm 5.00 from the packaging and noticed that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported.